Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall in his home sometime after implant which resulted in a hematoma. Reportedly, partial movement was lost below the patient's waist, however the patient does have some sensation.

Event description:
Follow-up identified the hematoma resolved. Reportedly, the patient is slightly improving.